Manufacturer narrative:
(B)(4). The device has not been returned for failure investigation and no additional evaluation has been possible; however, analysis of similar devices is in process. The failure mode has been replicated in a laboratory setting; however, confirmation of the root cause of this event is unknown at this time. Identification of the root cause(s) for this failure mode are pending. Product labeling indicates "... Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A follow-up report will be filed when new relevant information is available.

Event description:
The patient received an armada deformity stabilization surgery for scoliosis correction at the t2-l1 spine levels on (B)(6) 2010. A screw tulip separation was reported at the t11 vertebral body during follow-up evaluation. There was no injury reported and revision surgery has not occurred. The patient was reported to be asymptomatic. There were no known anatomical issues that may have contributed to the problem. Bone integrity was reported to be good and patient compliance with post-operative instructions was also reported to be appropriate following surgery.